Event description:
Additional information was received indicating a lead fracture was suspected by the physician however was never confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was scheduled to be explanted for normal battery depletion. During a pre-op device check it was noted that this pacemaker and right atrial (ra) lead exhibited noise, oversensing, undersensing, high pacing thresholds, and complete loss of capture. The device was explanted and the ra lead was capped. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.